Event description:
Penumbra 5max reperfusion catheter was in use by physician and he could not get a guide wire to pass thru it. Inspection of the catheter revealed two flattened areas near the distal tip. Another 5max catheter was pulled off the shelf and used with no adverse effects on the patient.

Event description:
5max reperfusion catheter was found to be damaged upon removal from packaging.

Manufacturer narrative:
Conclusion: this device has been returned, but the investigation is still pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Results: there is damage in the distal portion of the catheter. There are kinks in the shaft approximately 9.0 cm, 10.5 cm, and 12.5 cm from the distal tip. The catheter is non-functional. Conclusion: the complaint has been evaluated and confirmed. The complaint indicates that the catheter was found damaged out of the package. During evaluation it was noted that there was visual damage in the distal portion of the shaft. The cause of the damage could not be determined although improper handling of the device when unpacking can cause damage to the flexible tip. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.